Manufacturer narrative:
No product was returned for investigation. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a crt-d implant procedure, a pericardial effusion occurred. During the procedure, the patient became hypotensive and experienced syncope. An echocardiogram confirmed a pericardial effusion. The procedure was completed by implanting a dual chamber ICD. Following the procedure, a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device during the procedure.